Event description:
Healthcare professional reported "right side rupture" device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on patch/shell bond edge. Based on the device analysis the final assessment is sharp broken on patch/shell bond edge assessed as unidentified (tear) opening and missing shell assessed as inconclusive.